Manufacturer narrative:
The pipeline has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs associated with this article: 2029214-2020-00044. If information is provided in the future, a supplemental report will be issued.

Event description:
Ting, w., richard, s. A., changwei, z., chaohua, w., & xiaodong, x. (2019). Delayed spontaneous rupture of cavernous segment of the internal carotid artery following dual ophthalmic segment aneurysms treatment with pipeline embolization device. Medicine, 98(52). Doi: 10.1097/md.0000000000018420 medtronic literature review found a report of incomplete pipeline opening during a procedure. A patient presented with two aneurysms at the ophthalmic segment of the left internal carotid artery and underwent placement of a pipeline device. It was reported that during placement, the pipeline device did not open well at the anterior curve of the siphon due to vessel tortuosity. A balloon was used to straighten the artery achieving perfect implantation across both aneurysm necks. The patient was discharged home five days later.